Manufacturer narrative:
Batch review performed on 18 december 2020: lot 1810451: (B)(4) items manufactured and released on 21-mar-2019. Expiration date: 2024-03-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported.

Event description:
The patient came in, 1 year and 7 months after primary surgery, reporting instability due to a loose tibial component. The cause of the loose tibial component is unknown. The surgeon revised the tibial component, insert, and added an extension stem and lateral tibial augment. The surgery was completed successfully.